Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no damage was observed to the pump keypad cover. During testing, the contrast keypad button was unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump display screen text appeared dim, faded, and discolored. Returned to manufacturer on 05/24/2012.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient reported that the up and down arrows are sticking and are difficult to push (intermittently). They have been not responding for several months; however, have gotten worse over the last week. Patient denied any tears on the rubber keypad. There was no adverse event associate with this complaint. The pump was replaced.